Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified medication, at an unspecified rate via symbiq pump. After an unspecified length of time, the customer contact reported that the pump was incrementing that solution was being administered: however, the volume of solution in the soluset remained unchanged. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Hospira is continuing to investigate.